Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system encountered a repeated recoverable error 32097 on universal surgical manipulator (usm) 1. The customer was able to recover from the error, but it kept returning. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to repeatedly recover from the faults and complete the procedure robotically with all four system arms.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error 32097 on a usm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The customer reported complaint was confirmed as having occurred in the field via remote fe and replicated in-house. Usm was tested on in-house system in normal mode and triggered errors 1126 with node of ac_3c and 31226 ac_3e. Usm was also tested on the psc fixture test platform (pftp) and failed fiber test on the clock spring. A golden fiber was installed and passed on retry. The clock spring will be replaced as fix and the rolling loop will be replaced also due to very low reading. The complaint regarding an error 32097 on a usm was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: the customer encountered repeated recoverable faults after the start of the procedure due to an issue with the universal surgical manipulator (usm). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.